Event description:
At the customer site it was found that there was no audio from the speaker. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.